Event description:
It was reported by the affiliate that during a vats wedge resection procedure, the jaw was difficult to open after firing. The case was completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that one device was returned with shroud open and with a cartridge loaded on the device. No functional test could be performed due to the condition of the device and the device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reached as to how the shroud became damaged; it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipment. The mfg records were reviewed and no anomalies were found during the mfg process.